Event description:
The customer reported that imprecise, elevated cardiac troponin (accutni) results, above the acute myocardial infarction (ami) threshold, were generated on a synchron lxi 725 system for two patient samples. Upon repeat on the same instrument, the results were lower. Collectively the results exceeded the assay's precision claims. Imprecise results were not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument assay quality control results during the timeframe of the event were within the customer's established specifications. A precision assessment generated acceptable results. An instrument diagnostic high sensitivity assessment did not meet specifications. Samples were closed tube aliquotter aliquots. No specific patient information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) cleaned and replaced all bearings and verified alignments. The fse also cleaned up a recent flood in the wash carousel and incubator track. Wash carousel 'floods' are contained within the wash carousel and would not result in any biohazard exposure. The fse performed the wash carousel spill 'cleanup' as a proactive standard maintenance procedure. It is not believed that the spill was of a significant volume as excessive spills would likely cause 'wash carousel motion' errors, or 'dark count outside limits' errors. Neither of these errors were generated in connection with this event. The instrument was returned into service after completion of the necessary and verified repairs. A definitive root cause has not been determined to date. Mdrs associated with this event: 2122870-2011-03740, 2122870-2011-03826.